Event description:
It is reported that the impactor head broke during impaction.

Manufacturer narrative:
Eval summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The exact cause cannot be definitively determined. Eval codes: as returned, a portion of the impactor head has fractured off the device. The device contains a number of scratches as well as gouges that indicate a number of uses over the potential field age of 2.5 yrs. After review of the device history records, it appears the instrument was mfg to specification. The instrument meets print specification where can be measured in its current condition.